Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling caused the color tone of the image to be abnormal. However, a definitive root cause could not be determined. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 "preparation and inspection". 3.8 "inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced screen noise. The event occurred during preparation for use for the intended therapeutic procedure. The procedure was completed. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the color tone of the image is abnormal. (Image is magenta or green only)this medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that due to damage on the charge coupled device (ccd) unit in the endoscope connector, the color tone of the image was not proper (image is magenta or green only). Due to damage on the video plug, the color tone of the image was not proper. (Image color is magenta or green only) additionally, because of the damage of the ccd, image noise occurred. Because the electrical contact of the video connector was shaved, a noise image occurred. The bending section cover (a-rubber) had a scratch. The adhesive on the a-rubber had a chip. The video connector had a scratch. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to damage on lock engagement lever (fe lever), the bending section could not be fixed firmly. The switch button 1 had a scratch. The angulation lever had a scratch. The lock engagement lever had a scratch. The light guide (lg) connector had a scratch. The lg connector was deformed. The lg-cover glass had a scratch. The video connector case had a scratch. The video connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.